Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s cgm was reading 120 mg/dl but she felt like her bg was high and her mother had trouble understanding her. The patient forgot and left her bg meter at school, so her mother took her to the hospital where her bg was in the 300¿s mg/dl and stated her ketones were 'no good'. At that point her cgm was reading high. The patient's mother stated that the cgm and bg readings were discrepant at multiple times during the hospital stay. The patient was diagnosed with diabetic ketoacidosis (dka) and was given intravenous (IV) therapy and insulin. She was in the hospital for 3 days from (B)(6) 2019 to (B)(6) 2019. At the time of contact, the patient was feeling better. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. This is being reported due to adverse event and/or medical intervention. The reported glucose values fall within the c zone of the parkes error grid. No additional event or patient information is available.